Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired during sauna bathing. There is no known allegation from a health professional that the death was related to the device. No further information was available at this time.

Manufacturer narrative:
Further information was provided on (B)(6) stating that the patient deceased due to a cerebral hemorrhage. A remote transmission from the coroners office via merlin.net showed no signs of arrhythmia or device malfunction.

Manufacturer narrative:
A patient case history review was performed by the physician on (B)(6). No signs of arrhythmias on the device history were found. Measurements were stable until (B)(6) 2015 and after that, there was an increase in the lead impedances. Long term ventricular arrhythmias or pacemaker malfunction is not suspected to be related to the patient¿s death.